Manufacturer narrative:
Analysis of the device found that gear 2's upper shaft was worn with significant residue and the lubricant meniscus was missing. Gear 1's upper shaft lubricant meniscus was partial. The lower shaft lubricant meniscus was missing on the rotor magnet. The top and bottom of the pump shield had surface dents and scratches. Moisture and residue were found on the inside of the inner cover. Moisture was found on the pumphead gear and on gear wheel three. Corrosion was found on the top side of gear wheel three. Residue was found on the pump head rollers, one pumptube guide, and the pumptube. The motor stall was due to shaft-bearing.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (1.0 mg/ml at 0.2224 mg/day), marcaine (15.8 mg/ml at 3.514 mg/day), and clonidine (864.0 mcg/ml at 192.16 mcg/day) via an implantable infusion pump. The patient's medical history was not provided. It was reported the patient had the error code 8476 (motor stall) appear on the personal therapy manager (ptm) and experienced increased pain. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient headed to the doctor's office to have the pump checked. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was later reported the pump was alarming and replaced on (B)(6) 2016. The pump was to be sent in for testing. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.